Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an irritation under the electrodes. The irritation was described as chaffing, itching, dry, skin with skin peeling burns. The patient's physician advised the patient to remove the lifevest for a few days to let the irritation heal. Follow-up indicated that the irritation was improving.